Manufacturer narrative:
Further investigation revealed that client was riding lift in downward direction not upwards as initially reported. Armrest was not broken as initially reported. All components tested to specification. Based on the inspection, the stairlift was damage free and fully functional. Most likely underlying cause is that client may have picked up on the down side arm causing the lift to stop. Seatbelt was fully functional upon inspection and was likely not being used at the time of the event as seatbelt use would have prevented a fall.

Event description:
Friend of client called to report that client was riding stairlift in upward direction when the armrest broke and customer fell to the bottom of the stairs breaking her left pelvis and injuring left leg. Caller did not know whether client was using seat belt at time of event.